Event description:
A us distributor reported that an electrode belt was experiencing add gel messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel and equipment problem set up) has been confirmed. The rear pulse wire was broken from the rear #1 therapy electrode. The root cause for broken cable was unable to be identified. There was no adverse event that resulted from the damaged belt.